Event description:
A customer reported that the pump unexpectedly displayed the reset screen. Although the specific blood glucose value was unknown, it was indicated as "high," but there was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support informed the customer that the pump reset was a safety feature designed to ensure performance, requiring certain manual actions like restarting cgm sessions and reloading the cartridge. The customer understood these instructions and successfully resumed insulin use without requiring further assistance.